Event description:
The customer called and reported the insulin pump alarmed with a failed battery test and the display went blank. The customer's blood glucose was 164 mg/dl. Customer bought new batteries, but the device did the same thing again 8 hours later. The customer went to urgent care on (B)(6) 2015 with high blood glucose of 479 mg/dl. His symptoms included polyuria, polydipsia, nausea, and fatigue. He was treated with long acting insulin. Troubleshooting was performed with customer's insulin pump. There was no relevant damage or corrosion found. After the customer was advised to clean the battery cap contacts and insert a new battery, he did not receive a failed battery test, and the display returned. The customer completed a self-test. He was advised to monitor the insulin pump and that a replacement battery cap would be sent to rule out possible issues with the battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.